Manufacturer narrative:
(B) (4).

Event description:
Procedure type: thoracoscopy. Pt gender: unk. According to the reporter: a part of the device fell into the cavity during use. The piece was retrieved. Used another device to complete the case. No bleeding. No tissue damaged. Operative time was not extended more than 30 minutes. No pt info available. No pt injury reported.